Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration os essure device-location of device: to uterine wall') and device dislocation ('central migration of the left device by approximately 50% of its length/migration of essure device to endometrium') in a 47-year-old female patient who had essure (ess205) (batch no. 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal infection in 1992, parity 3 (B)(6) 2007, (B)(6) 1992, (B)(6) 1992, nausea, vomiting and asthma. Concomitant products included budesonide; formoterol fumarate (symbicort) since 2017, fluticasone propionate; salmeterol xinafoate (advair) from 2000 to 2017, salbutamol (albuterol) and salbutamol sulfate (proair). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia) / excessive bleeding") and coital bleeding ("abnormal bleeding (post coital bleeding). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), pelvic pain ("pain/ severe pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), groin pain ("pain in groin area"), adnexa uteri pain ("pain in ovaries"), abdominal pain ("abdominal pain"), back pain ("back pain") and migraine ("migraines/headaches"), was found to have a pregnancy with contraceptive device ("pregnacy (with complication) and was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total hystectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, coital bleeding, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, alopecia, groin pain, adnexa uteri pain, abdominal pain, back pain and migraine outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, groin pain, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not allege any birth defect on essure. Current weight 285 lbs. Discrepancy in essure removal date as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion / central migration of the left device by approximately 50% of its length. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: events: abdominal pain, back pain, migraines/headaches were added. Reporters, patient address details were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration os essure device-location of device: to uterine wall') and device dislocation ('central migration of the left device by approximately 50% of its length/migration of essure device to endometrium') in a 47-year-old female patient who had essure (ess205) (batch no. 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal infection in 1992, parity 3 ((B)(6) 2007, 01/june/1992, 17/dec/1992), nausea, vomiting and asthma. Concomitant products included budesonide;formoterol fumarate (symbicort) since 2017, fluticasone propionate;salmeterol xinafoate (advair) from 2000 to 2017, salbutamol (albuterol) and salbutamol sulfate (proair). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / excessive bleeding") and coital bleeding ("abnormal bleeding (post coital bleeding)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ severe pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), groin pain ("pain in groin area"), adnexa uteri pain ("pain in ovaries"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines/headaches") and tooth loss ("teeth loss"), was found to have a pregnancy with contraceptive device ("pregnacy (with complication)") and was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total hystectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, coital bleeding, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, groin pain, adnexa uteri pain, abdominal pain, back pain and migraine outcome was unknown and the alopecia had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, groin pain, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, tooth loss, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not allege any birth defect on essure. Current weight 285 lbs. Discrepancy in essure removal date as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion / central migration of the left device by approximately 50% of its length. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received - new event teeth loss was added. Outcome of the event hair loss was updated to not recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration os essure device-location of device: to uterine wall') and device dislocation ('central migration of the left device by approximately 50% of its length/migration of essure device to endometrium') in a 47-year-old female patient who had essure (ess205) (batch no. 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal infection in 1992, parity 3 ((B)(6) 2007, (B)(6) 1992, (B)(6) 1992), nausea, vomiting and asthma. Concomitant products included budesonide;formoterol fumarate (symbicort) since 2017, fluticasone propionate;salmeterol xinafoate (advair) from 2000 to 2017, salbutamol (albuterol) and salbutamol sulfate (proair). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / excessive bleeding") and coital bleeding ("abnormal bleeding (post coital bleeding)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ severe pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), groin pain ("pain in groin area"), adnexa uteri pain ("pain in ovaries"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines/headaches") and tooth loss ("teeth loss"), was found to have a pregnancy with contraceptive device ("pregnacy (with complication)") and was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total hystectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, coital bleeding, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, groin pain, adnexa uteri pain, abdominal pain, back pain and migraine outcome was unknown and the alopecia had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, groin pain, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, tooth loss, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not allege any birth defect on essure. Current weight 285 lbs. Discrepancy in essure removal date as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion / central migration of the left device by approximately 50% of its length. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration os essure device-location of device: to uterine wall'), device dislocation ('central migration of the left device by approximately 50% of its length') and pregnancy with contraceptive device ('pregnancy (with complication)') in a 47-year-old female patient who had essure (ess205) (batch no. 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal infection in 1992, parity 3 ((B)(6) 2007, 01/june/1992, 17/dec/1992), nausea, vomiting and asthma. Concomitant products included budesonide;formoterol fumarate (symbicort) since 2017, fluticasone propionate;salmeterol xinafoate (advair) from 2000 to 2017, salbutamol (albuterol) and salbutamol sulfate (proair). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and coital bleeding ("abnormal bleeding (post coital bleeding)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ severe pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), groin pain ("pain in groin area") and adnexa uteri pain ("pain in ovaries"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total hystectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, coital bleeding, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, alopecia, groin pain and adnexa uteri pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered adnexa uteri pain, alopecia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, groin pain, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not allege any birth defect on essure. Current weight 285 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion / central migration of the left device by approximately 50% of its length. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration os essure device-location of device: to uterine wall'), device dislocation ('central migration of the left device by approximately 50% of its length') and pregnancy with contraceptive device ('pregnancy (with complication)') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal infection in 1992, parity 3 ((B)(6) 2007, (B)(6) 1992, (B)(6) 1992), nausea, vomiting and asthma. Concomitant products included budesonide; formoterol fumarate (symbicort) since 2017, fluticasone propionate; salmeterol xinafoate (advair) from 2000 to 2017, salbutamol (albuterol) and salbutamol sulfate (proair). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and coital bleeding ("abnormal bleeding (post coital bleeding)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ severe pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), groin pain ("pain in groin area") and adnexa uteri pain ("pain in ovaries"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, coital bleeding, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, weight increased, alopecia, groin pain and adnexa uteri pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered adnexa uteri pain, alopecia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, groin pain, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not allege any birth defect on essure. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) -2007: total bilateral occlusion / central migration of the left device by approximately 50% of its length. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record: device dislocation. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical record received - previously reported event ¿injury¿ replaced with event ¿uterus perforation/migration of essure device-location of device: to uterine wall¿, events- ¿central migration of the left device by approximately 50% of its length, pregnancy with complication, device ineffective, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abnormal bleeding (post coital bleeding), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, fatigue, weight gain, alopecia, groin pain¿, lot number, concomitant drug, medical history, lab data, reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.